Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of sped in relation tot he inoperable #6 key, which was reproduced. The device eval confirmed the #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #6 key will occur folling the selected key's function (e.g. When the #1 key is pressed 16 will be displayed. When in alphabetic mode and the abc key is selected, ap will be displayed interfering w/the mdl drug search). The front case assembly (including the failed keypad) was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad (#6 key would not work). It was also reported there was no pt injury.